Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a red particle in the balloon of a large volume infusor. This was noted before patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 7, 2015- february 9, 2015. One unit was received for analysis. Visual inspection on the unit noted a white particle approximately 0.25 square mm in size, floating in the fluid of the bladder. The white particle was in the fluid path. No signs of a red particle were found in the bladder. The white particle was subsequently identified to be acrylic material via fourier transform infrared spectroscopy testing. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.